Event description:
It was reported the patient had discomfort at the device site that was not related to the stimulation. The patient had discomfort when leaning on or lying on their back on the device. The patient had been experiencing this since the device was implanted. The issue is resolved by positional adjustment. Later they reported intervention included reprogramming, device interrogation, and eventually stimulator and lead explant. The event was considered resolved without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v435886, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).